Event description:
The sales consultant reported the surgeon complained that the 4.35mm cancellous expansionhead screw broke post-operatively when the patient fell and struck their head. The screw was implanted in 2001 and removed from the patient in 2003.